Event description:
During the freeze testing of the probe prior to contact with the patient, the probe froze up the entire shaft.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.